Event description:
Patient was walking back from the restroom, and he used the bedside table for support as he walked, placing his hand on the table. Bedside table broke (partially snapped off underneath where the column is welded to the table) and patient fell. Patient suffered a mild injury as a result (laceration across the bridge of his nose).